Event description:
Event description guidant/crm received information that four days after the initial implant this passive fix selute picotip lead had dislodged and was removed. The lead was replaced with an sweet picotip rx.